Event description:
It was reported that during an unspecified polypectomy procedure, a snare break occurred. The location of the polyp is unk. At an unspecified time during the procedure, the "snare broke". The nature of the break is unk. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".